Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The patient needed to use prosthesis during the ankle replacement, and the tibial pad was used during the procedure, and the replacement results were good. Later after 1 month the incision was permeated and the healing was poor. Re-admitted to hospital for debridement, antibiotic bone cement placement, vsd aspiration. Postoperative wound recovery was ok.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The patient needed to use prosthesis during the ankle replacement, and the tibial pad was used during the procedure, and the replacement results were good. Later after 1 month the incision was permeated and the healing was poor. Re-admitted to hospital for debridement, antibiotic bone cement placement, vsd aspiration. Postoperative wound recovery was ok.